Manufacturer narrative:
Based on the claim against the product by the customer noting error c-34, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse experienced numerous c-00 errors upon startup of the integrated electro surgical generator unit (iesu) and replaced it to resolve the issue. The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigations was able to reproduce the reported complaint. Upon startup, the unit displayed an error c-34. The complaint noting error c-34 was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the iesu exhibited a persistent issue during the procedure and was replaced after the completion of the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the monopolar energy was not available. The customer had changed the monopolar cords and the ground pads with no change in the symptom. The error c-34 was present. The customer attempted to restart the integrated electro surgical generator unit (iesu) after extending the power cycle and the c-34 error returned with foot pedals disconnected. The tse assisted the customer with setting up the force triad generator. The surgeon was able to activate the monopolar and bipolar energy using the third-party generator. The procedure was completing as planned with no reported injury. Isi followed up with the clinical surgery manager and obtained the following additional information: the customer stated the procedure was completed robotically with semi-original configuration of connecting a force triad bovie to the system. There was no injury or harm to the patient.